Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, plunger went through a lens during setting and the lens was crushed between the plunger and nozzle. The situation was obvious once the actual product was seen. The surgery was performed and completed after replacing the product with another one.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock out assembly has been removed. Insufficient amount of ophthalmic viscosurgical device (ovd) observed in the device no ovd observed past the lens. The plunger has been advanced at the wound guard and is advanced under the intra ocular lens (iol). The iol is damaged and strewn between nozzle entry and the wound guard. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The reporter states the use of non-company viscoelastic, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. In addition to the above, insufficient amount of ovd was observed in the device no ovd was observed past the lens. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).